Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs linear leads, upn: (B)(4), model: sc 2352 50, serial: (B)(4), batch: 7026770.

Event description:
It was reported that the patient developed an infection at the midline incision site. Symptoms of swelling and redness were noted. The physician believed that the infection was not device or procedure related and the caused was unknown. The patient was prescribed antibiotics and the midline incision looked improved. It was noted that the redness around the incision site was said to be a rash from the dressing applied day off surgery but has gone away.